Manufacturer narrative:
(B)(4). Method: two rt021 catheter mounts were returned to fisher & paykel healthcare in new zealand where they were visually inspected. Results: visual inspection revealed that the tubing cuff at the connector end on both of the catheter mounts was split. A lot check could not be carried out as the lot information was not provided by the customer. Conclusion: based on the inspection carried out it is likely that this type of damage was most likely caused by environmental stress cracking. All rt021 catheter mounts are pressure tested prior to being released for distribution. Any catheter mount with a split tube would have failed the pressure test. This suggests that the returned catheter mounts were damaged after they were released for distribution. The user instructions that accompany the rt021 catheter mount state the following: "check all connections are tight before use" "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient"

Event description:
A distributor in (B)(4) reported that the rt021 catheter mount was faulty. Upon receiving the complaint devices it was noted that the tubing cuff at the connector end on both devices was split. No patient consequence was reported.